Event description:
User alleges a device malfunction with the point-lok device. She states that in the last year they have had 50% of the point lok's break when placing the 16g needle into the device with no injury reported. They did have one needle stick and the clinician is being tested only. Users are performing chemo with closed system, place the point lok on the floor and engaging the needle from above at an angle.

Manufacturer narrative:
Results evaluation - smiths medical asd, inc. Is unable to fully evaluate this report as the user facility did not retain the sample involved or recorded the lot number used. A review of the instruction for use (IFU) show that the needle is supposed to be put into the device straight down and not on an angle. The IFU both states to "insert exposed needle directly into the point-lok opening" and has a picture with an arrow indicating needle is to be inserted straight into the point-lok device. This event is likely due to technique issues and not a malfunction. Review of our complaints database show no similar reports on this device. Without the sample we are unable to determine if this was due to a product malfunction or user error.